Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. It was noted that the batteries were replaced and the issue resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the issue was causes by old/bad batteries were the cause, all batteries have been replaced so the issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding an imaging system outside of a procedure. The rep indicated that the batteries were not taking a charge. There was no patient involved with this issue.